Manufacturer narrative:
Information to date indicates the device may have been explanted and replaced with a non boston scientific product, for which reason no further details have been provided.

Event description:
Boston scientific received information that this device exhibited it's end of life (eol) indicator, approximately three months prior. The field representative and physician agreed that immediate replacement was needed. While no adverse patient effects were reported, it was reported that the rate of battery depletion was not as expected.